Event description:
It was reported to target by the hosp that during the procedure the tip of the catheter came off. This occurrence had no impact on the pt's health.

Manufacturer narrative:
For section h, part 6, method-9 functional test was perfomed to duplicate the cause of the failure. Date of procedure: 3/11/98 the tracker-18 hf catheter was returned wrapped around itself in a generic pouch. There were several portions of crushed tubing and delamination along the proximal and mid shafts, and some kinks on the distal shaft. During the investigation it was confirmed that the a segment approximately 2 mm long of the distal shaft with the distal marker was missing. It detached with a circumferential fracture. The distal shaft was pinched at the site of the fracture as if it had been compressed by a sharp instrument. From the condition of the returned product, it appeared that the tracker-18 hf catheter was introduced into the guiding catheter through a stopcock. It has been observed that the lumen of the stopcocks is very sharp and when the stopcock is accidentally closed during the procedure, the edges act like scissors and can cut a micro catheter. Per labeling instructions: *"caution: carefully read all instructions prio to use. Observe all warnings and precautions noted throughout these and other instructions relevant to procedure. Failure to do so may result in complications." * "the recommended continuous flush set up, as illustrated, requires two stopcocks and two rotating hemostatic valves (tuohy-borst type); the rotating hemostatic valves provide a fluid tight seal and are attached to the guiding catheter and fastracker catheter. The stopcocks attach to the rotating hemostatic valve sidearms which become infusion ports for appropriate flush or contrast media injection." For the sake of the analyses bench testing was performed on a demo tracker-18 catheter. A demo tracker-18 catheter was inserted in to a stopcock and the stopcock was closed. The cut on the demo tracker-18 catheter was similar to the cut on the catheter. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied without independent verification as to its accuracy, completeness, or causal relationship to the product.